Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) was not capturing; it was stated that no further information was available. Per the caller, the testing unit was showing acceptable test results that were within specification. It was offered to the caller to send in to service and repair, which the caller declined. There was no patient involvement.